Event description:
A site representative reported that, while in a ear, nose & throat (ent), accuracy was lost after the head frame moved. In trouble-shooting, a medtronic representative assisted in re-starting tracer registration. The patient was re-registered and the system returned to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Parts not returned to manufacturer for analysis.

Manufacturer narrative:
Patient information now provided.